Event description:
User states a patient on the cardiac transplant list gave a cea result of 292.9 ng/ml on an aliquot from the primary tube. This result was reported and patient was then scanned from head to toe and tested to find the source of the raised cea and almost taken off the transplant list. At a later date which was not provided, the blood was recollected and gave a cea result of 1.67 ng/ml. The primary tube was then repeated with a result of 1.84 ng/ml, and the original aliquot repeated with a result of 1.67 ng/ml. If additional information is received, appropriate notification will be provided.